Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. The patient was under sedation while undergoing a procedure at the hospital. The nurse placed the unit on its side in the bed between the patient's legs. Liquid oxygen leaked from the device and caused frostbite to the patient's left leg. The company has very clear warnings about not placing the c1000 unit on its side and also has clear symbols and warning statements to always maintain the unit in an upright position. Serial number is pending verification. The company is in the process of requesting this information.